Manufacturer narrative:
The investigation determined that a discordant reactive vitros cov2 ag result was obtained from a single patient sample when tested using a vitros 5600 integrated system. A definitive assignable cause for the discordant, reactive vitros cv2ag results was not established. The difference in antigen detection sites may be a possible contributor to the event. The vitros cv2ag assay detects nucleocapsid antigen region while the cepheid pcr method detects the e and n2 genes which the vitros cov2ag assay does not claim to detect. The vitros cv2ag instructions for use (IFU) states: ¿the vitros immunodiagnostic products sars-cov-2 antigen test is a chemiluminescent immunoassay intended for the qualitative detection of sars-cov-2 nucleocapsid antigens in nasopharyngeal (np) specimens from individuals who are suspected of covid-19 by their healthcare provider within one to six days of the onset of symptoms¿. As it is unknown when the onset of symptoms started in comparison to the date the sample was collected, it is unable to be confirmed if the patient was tested within six days of symptoms. Additionally, no information regarding sample collection and handling was provided, therefore an issue with pre-analytical sample handling cannot be fully ruled out as a contributor to the event. Historical qc results were not provided, and a diagnostic precision test was not conducted to verify the performance of the vitros 5600 integrated system, therefore an instrument or reagent issue cannot be completely ruled out as a contributor to the event. Continual tracking and trending does not indicate a systemic issue with vitros cov2ag lot 0013. (B)(4).

Event description:
The investigation determined that discordant reactive vitros sars-cov-2 antigen (cv2ag) results were obtained from a single patient sample when tested using vitros cv2ag lot 0013 on a vitros 5600 integrated system. The results were discordant compared to pcr results from the same patient samples. Patient 1, vitros cv2ag result of 1.21 and 1.15 s/c (reactive) versus the expected result of non-reactive. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The vitros cv2ag discordant reactive result was not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Event description:
This supplemental MDR was created to update assignable cause to include an issue with the performance of the remel m4rt as a likely cause of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update assignable cause to include an issue with the performance of the remel m4rt as a likely cause of the event. It was determined that the customer was using several lots of remel m4rt vtm. Ortho has determined it is possible for the remel m4rt vtm to generate higher than expected signal/cutoff (s/c), which may result in a falsely reactive result, even in the absence of a specimen swab. A communication (B)(4) was sent to all consignees on (B)(6) 2021 and informed customers to discontinue use of remel m4rt vtm and transition to an alternate media. The vitros sars-cov-2 antigen instructions for use has been updated to remove remel m4rt vtm from the intended use and the specimens recommended sections. The FDA was notified of this issue on 11 february 2021. Please refer to report (B)(4).